Event description:
It has been reported to philips that the system did not emit x-rays and gave error messages. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the patient moved to a different room to complete the procedure and the procedure got delayed. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not emit x-rays and gave error messages stating "grid switch error". Upon troubleshooting, fse performed tube adaptation but encountered a failure with the large focus. The engineer inspected, cleaned, and greased the high-tension (ht) cables, then readapted the system, which passed. However, the "grid switch unavailable" message persisted. Upon checking the grid switch, it passed with a 69 ngy reading. A full generator calibration, including tube conditioning, was performed, but the "grid unavailable" message remained. The engineer connected a grid switch test box to the xsc, but the light did not illuminate. The fse replaced the xsc, configured the system, and performed a calibration, but the problem persists. Review of the lg file showed tube arcs and grid switch errors. To resolve the issue, fse replaced the x-ray tube, the system was configured, and a calibration was performed. The defective x-ray tube was returned to philips for failure analysis and the cause of the failure was found to be the tube failed with a vacuum leak at the cathode isolator. A vacuum leak leads to error messages showing grid switch failures or tube current being out of range. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.